Manufacturer narrative:
Unit passed rewind test, basic occlusion, occlusion, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer no delivery alarm. The customer had high blood glucose level of mid 200 mg/dl. The customer was uncomfortable with the pump and declined to troubleshoot. The customer had got a no delivery twice in one week with two different sets. The insulin pump will be returned for analysis.